Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was was unresponsive. Reportedly, customer is unable to toggle from the transmitter ID input keypad to the "abc" keypad. Customer's blood glucose was 241 mg/dl. During troubleshooting with tandem technical support, the issue was resolved.